Event description:
A report was received that the patient will undergo an scs system revision. Reason for revision is unknown.

Manufacturer narrative:
Additional information was received that the patient was a non-bsc patient.

Event description:
A report was received that the patient will undergo an scs system revision. Reason for revision is unknown.